Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible an inadvertent capture of the 8f sheath occurred likely due to close proximity of the multiple access sites, sheaths, and closure devices. It is also possible that the malposition is also related to the multiple sheaths and access points. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a multi-access site venotomy closure of a right common femoral vein using a proglide device after an interventional electrophysiology (ep) procedure using two 8fr and one 9fr procedural sheaths. Reportedly, the first access site was closed successfully. At the second access site, it was noted that upon opening the foot lever, there was not adequate apposition so the lever was closed, angle adjusted and lever re-opened. Prior to plunger deployment, the physician wiggled the third procedural sheath to ensure that the sheath was free. The proglide device was then deployed and achieved adequate hemostasis at the second access site. During closure of the third access site, resistance in removing the 8fr procedural sheath was noted as the second proglide suture captured the sheath; however, the 8fr sheath was forcefully removed. Upon removal of the 8fr sheath it was noted that a fourth of the procedural sheath was missing and still in the patient causing an embolization. A vascular surgeon was called; however, the procedural sheath was unable to be removed with a snare and was sent further into the vessel.. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.